Manufacturer narrative:
No conclusion code available; the field report was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were sent to vendor for further evaluation and an internal capacitor anomaly was found. The root cause of the exploding noise was an internal capacitor anomaly.

Event description:
It was reported that the patient came for an in clinic follow up due to an exploding noise exhibited from the device. The device was explanted and replaced.